Event description:
A caller reported experiencing a cgm error with a code of 42 related to their g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller perform a pump reset, after which the error did not reappear, and the caller successfully started their sensor session.